Event description:
The customer called and reported that her husband called an ambulance when her blood glucose dropped to 36 mg/dl. The customer stated that she lost weight, was working over night, and her blood glucose was running low for the past month, at time of reporting. Customer's blood glucose was 285 mg/dl at time of admission to the hospital, after blood glucose had dropped, which the customer attributed to insulin pump not working correctly. Troubleshooting was performed. Patient was disconnected during the rewind/prime sequence. Programming was correct and the same amount of insulin was shown on the status screen as was in the reservoir. Customer recently had bronchitis. The insulin pump was not exposed to any strong magnetic fields. The displacement test was performed and passed. The customer was advised to speak with her doctor about low blood glucose and insulin pump settings. At the time of this report, customer's blood glucose was 128 mg/dl. A blood glucose of 45 mg/dl was notated.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.